Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted damage in multiple locations on the dark blue female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted; leak testing revealed a leak between the female connector and in-lab minicap. The reported condition was verified. The cause of the damaged female connector could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leakage was observed during use of a minicap extended life pd transfer set for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.